Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 10/05/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (11/17/16) ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, and metal ion toxicity. The medical record doesn't support metal ion toxicity, with plasma cobalt lab value < 7 ppb. Abnormal clinical results-metal ions removed from product harms. Surgical hip revision operative note indicates no metal tissue staining. Heterotopic ossification of the capsule was identified, added as poor joint mechanics-other. Updated products for expiry dates. No new additional information noted that would affect the existing MDR decision.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).